Event description:
In 2005, patient underwent laparoscopic ventral hernia repair with use of hernia repair mesh. In 2007, patient underwent laparoscopic exploratory surgery due to complaints of abdominal pain. Procedure revealed plastic recoil ring had broken with minimal protrusion into the abdominal wall. The plastic recoil ring was successfully explanted without disturbing the hernia repair mesh. There were no complications recognized during the procedure and the pt was recovering without incident at the time of this report.